Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the haptic broke after implantation and fell into the vitreous, causing a posterior capsule tear. The surgeon removed part of the lens and referred the pt to a retina specialist. Additional info was received from the surgeon who reported that when he attempted to place the iol in the sulcus, both haptics were crimped and irreparably damaged, which required removal of the lens. The surgeon added that he cut the iol in half in order to remove from the eye. He was able to remove one half, and the other half fell into the posterior chamber and became embedded in the retina. The pt was referred to the retina specialist who removed the lens from the retina and also performed a vitrectomy, endo-laser, and gas injection one week later. Per the surgeon, the event resolved with treatment and the pt was left aphakic.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).